Event description:
It was reported that the spinal cord stimulation paddle lead was initially positioned more to the left side resulting in inadequate stimulation to the right side of the patient. The patient underwent a procedure to implant an additional lead. However, despite numerous attempts to position the new linear lead in the epidural space, the physician was unable to advance the lead beyond the fifth cervical vertebra; therefore, the new lead was removed, and the procedure was canceled. The patient was discharged from the hospital and recovering. The paddle lead remains implanted in the patient. There was no suspected device issue with the linear lead and it will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-4, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6) , batch: 7071558.